Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient underwent excision of eroded mesh on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03776 and medwatch 2210968-2012-03777. The same patient is represented in each medwatch.